Event description:
It was reported that the distal tip of the recanalization catheter was deformed; therefore, the catheter was not used on a pt. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if the matter in which the device was removed from the packaging contributed to the reported event.